Event description:
It was reported that no flow was observed from an infusor. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual inspection and microscopic examination were performed. Flow was not visually observed at the distal luer. Forced prime was attempted, but flow was not observed. Microscopic examination of the flow restrictor showed evidence of micro-air bubbles blocking the fluid path inside the lumen of the glass capillary located inside the flow restrictor. The cause of the reported condition was air bubbles in the glass capillary. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.